Event description:
Sorin group received a report that when the s5 roller pump was turned on, an error message displayed. The event occurred pre-operatively. After the error message was cleared, the pump functioned properly. There was no report of pt involvement.

Manufacturer narrative:
No report of pt involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that when the s5 roller pump was turned on, an error message displayed. The event occurred pre-operatively. After the error message was cleared, the pump functioned properly. There was no report of pt involvement. The investigation is on-going. A follow up report will be sent when the investigation is complete.